Event description:
The pt reports experiencing pain, drainage, and crusty scabs at the implant site. The pt needs to take 600 mg motrin to ease the pain. The pt is being treated for contact dermatitis. Testing confirmed that the pt's device is functioning normally. The pt is being monitored.